Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the first inflation at five atmospheres. It was reported that there was no patient injury.